Event description:
Additional information received from legal on 06-nov-2023: legal case ¿ USA. Patient ID: (B)(6). Revision op report indications for procedure: patient had radiographic evidence of loosening. During surgery: the femur was noted to be quite loose and easily removed. Original description summary: additional information received from legal on 06-oct-2023: legal case ¿ USA. Patient ID: (B)(6). Implant date: (B)(6)2021, dr. (B)(6). Explant date: (B)(6)2023, dr. (B)(6), op report attached. No device return anticipated due to this being a legal case. Ebi initial surgery attached. Original description summary: legal case: USA. Patient ID: (B)(6). As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2021. They underwent right knee revision surgery on (B)(6) 2023, approximately 2 years 2 months post primary procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi not found.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5. (B)(6), 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6), 200-02-29 - three peg patella 29mm. (B)(6), a10012 - gps implant kit v2.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 26 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear and implant pain. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.